Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and tested the batteries by putting batteries to charge over the weekend to ensure full charging. The fse arrived on a monday afternoon to find that the batteries had not fully charged. To fix the issue the fse replaced the batteries then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery that was not charging. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.